Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the stopper was missing and the plunger separated. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about missing stoppers and subsequent plunger rod separation.

Manufacturer narrative:
H6: investigation summary customer returned a single 0.3ml syringe. Visual inspection found that while the stopper was not missing, the plunger rod had separated from the stopper and could easily fall out of the barrel of the syringe. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the stopper missing. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the stopper was missing and the plunger separated. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about missing stoppers and subsequent plunger rod separation.